Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed via an abbott representative. According to the account, the low flows were due to right heart failure and high blood pressure. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (cardiac arrhythmia, right heart failure, hypertension, and patient condition) could not be conclusively be determined. The patient was implanted with heartmate 3 left ventricular assist system, serial number (B)(6), on (B)(6) 2021. In the three weeks following implant the patient experienced frequent low flow alarms. The patient was initially found to be in ventricular tachycardia but that resolved, and the low flow alarms persisted. The patient was asymptomatic during the low flow alarms, per the clinician, and the low flow alarms were attributed to a combination of right heart failure and high blood pressure. The low flow alarms resolved after low flow software version 1.7 was installed by an abbott technical services representative on (B)(6) 2021 to (B)(6) and to (B)(6). Following the software upgrade, no further low flow alarms have been occurred as of this time. The patient¿s right heart failure was not considered to be device-related as the patient had borderline right heart failure before implant. The patient now has a good afterload reduction, is on sildenafil, and their fluid volume status is closely monitored by the center. The patient continues to struggle with ongoing nausea/vomiting and weight loss. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia, right heart failure, and hypertension as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Cardiac arrhythmia is also listed as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. This document states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the heartmate 3 left ventricular assist system instructions for use lists the heartmate 3 left ventricular assist system instructions for use explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and notes that changes in patient conditions can result in low flow. This document, as well as the heartmate 3 left ventricular assist system patient handbook describes all system alarms and the recommended actions associated with them. The heartmate 3 left ventricular assist system pocket guide to alarms for clinicians and heartmate 3 left ventricular assist system pocket guide to alarms for patients and their caregivers contains information on alarms on controllers with low flow software and the actions that patients and their caregivers should take when they occur. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use is currently available. Speed, power, flow, and pulsatility are outlined in section 1 of this document. Section 1 also lists hypertension, cardiac arrhythmia, and right heart failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 lists cardiac arrhythmia as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. This section also states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 7 describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 left ventricular assist system patient handbook is currently available. Section 5 outlines all system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. This document also states: "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself." The heartmate 3 left ventricular assist system pocket guide to alarms for clinicians contains information on alarms on controllers with low flow software and the actions that clinicians should take when they occur. The heartmate 3 left ventricular assist system pocket guide to alarms for patients and their caregivers contains information on alarms on controllers with low flow software and the actions that patients and their caregivers should take when they occur. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date is estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing frequent low flow alarms for three weeks. Patient was found to initially be in vt (ventricular tachycardia) but that has resolved and patient continues to have low flow alarms. Patient is asymptomatic during these alarms per clinician. The account has requested to install the low flow software on patients controller due to being asymptomatic. Low flow software installed per procedure. The cause of the low flow alarms was determined to be a combination of right heart failure and high blood pressure. The patient was known to have borderline right heart function before vad placement and the device did not contribute to right heart failure. The patient continues with good afterload reduction, is on sildenafil, and his fluid volume status is being closely monitored. The low flow alarms did not resolve until the team changed to the low flow < 2.0 software. Since then he has not had any low flow alarms. The patient continues to struggle with ongoing nausea or vomiting and weight loss.